Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the unspecified bag of fluid was spiked and hung around midnight. It was then noted that the bag was inadequately spiked and a slight leak was observed during infusion, coming from of the spike and out of the tubing. The infusion was funneling through the patient's peripherally inserted central catheter. Although requested, additional information was not provided.

Manufacturer narrative:
.

Event description:
It was reported that an unspecified bag of fluid was spiked and hung around midnight. It was then noted that the bag was inadequately spiked and a slight leak was observed during the infusion, coming from of the spike and out of the tubing. The infusion was infusing via the patient's peripherally inserted central catheter (PICC). Although requested, additional information was not provided.

Event description:
It was reported that the unspecified bag of fluid was spiked and hung around midnight. It was then noted that the bag was inadequately spiked and a slight leak was observed during infusion, coming from of the spike and out of the tubing. The infusion was funneling through the patient's peripherally inserted central catheter. Although requested, additional information was not provided.